Event description:
It was reported by the distributor that "a home care pt. Reported that while using these tens electrodes the wires pulled out of the devices on their back and pt was burned. It occurred while the pt was in bed. The burns were treated with onitment and are healing well."